Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated and without the device to analyze, a cause for the reported unintended movement (clip open - efaa) cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. Efaa was attempted two additional times however was unsuccessful. The cds was removed and replaced with a new one, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.